Manufacturer narrative:
Product ID: 399945, lot# v159089, implanted: (B)(6) 2010; product type: lead, product ID: 3998, lot# v258459, implanted: (B)(6) 2010; product type: lead, product ID: 37752, serial# (B)(4); product type: recharger, product ID: 37743, serial# (B)(4); product type: programmer, patient, product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010; product type: extension, product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2010; product type: extension, product ID: 355031, lot# n241369, implanted: (B)(6) 2010; product type: screening device, product ID: 3550-p4, lot# n240308, implanted: (B)(6) 2010; product type: accessory, product ID: 3550-39, lot#: n237162, implanted: (B)(6) 2010; product type: accessory, product ID: 3550-39, lot#: n237162, implanted: (B)(6) 2010; product type: accessory. (B)(4).

Event description:
It was reported that a lead might have been disconnected. The manufacturer representative was not able to communicate with the implantable neurostimulator (ins). The patient last felt stimulation three weeks prior to report. The patient was working with her physician to determine whether the ins needed replacement. Additional information has been requested, but was not available as of the date of this report.